Event description:
It was reported that outside of surgery the device was populating a communication error and the screen went black. Then the device would not turn on. During evaluation it was found that the device was leaking, and it was dripping on the power supply, causing smoke. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit was populating a comm error and shutting down. Tech replaced the receiver contact board and main board. Once replaced the tech found the receiver itself was leaking from a crack. Additionally, this leak came into contact with the power supply, causing it to smoke. The tech replaced the receiver, main board, and power supply. The unit was tested and returned to service. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.